Event description:
It was reported via medwatch that while I was placing a power glide for patient in r [right] basilic. I located vessel and was able to get blood return. I advanced wire without any issues or resistance. I then went to advance catheter. The device split apart at the tip and the catheter would not advance. The patient complained of pain. I attempted to pull device back and at the insertion site, the device was not completely coming out. The skin was being pulled/tugged like the object was larger than the insertion site. No major harm to the patient. Ir assisted in removal of device from patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.